Event description:
The device was used during a laparoscopic cholecystectomy, while attempting to remove the specimen through the umbilical port site, the bag of the device broken. Another device was used to finish the procedure. No pt consequence.